Event description:
Bsc crm received info that this atrial lead exhibited unstable threshold and sensing measurements one day post implant. The lead was explanted and a new one was implanted, but the same issues were noted. As a result, the physician determined that this model lead would not work for the pt. And a different model lead was successfully implanted. There were no reported adverse pt effects.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to inappropriate threshold and sensing characteristics as mentioned in the complaint, the analysis did not show any deviations from the electrical specifications. The cuttings in the outer insulation are probably due to the explantation procedure. Blood penetrated the lead in that region. The active fixation mechanism was compromised due to coagulated blood residuals at the inner wiring. The analysis did not reveal any sign of a material or manufacturing problem.